Event description:
According to the information received, the mother of a female adolescent reported that her daughter had suffered from a bleeding from the urethra, after she had used a speedicath compact eve catheter on (B)(6). She claimed there was burr on the catheter eyes which had caused the bleeding. The bleeding had stopped after 45-60 minutes. To avoid an infection, the daughter had consulted a physician who had analysed the urine. No infection was detected. They were taking antibiotics to avoid an infection. The user was well but she still felt a slight pain from the urethra during catheterization.